Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, customer had "given themselves too many correction boluses." Customer consumed carbohydrates and received assistance from emergency medical technicians (emt). Reportedly, the emt's provided intravenous fluids and assisted the customer with drinking orange juice to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.